Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The right ventricular (rv) lead was noted to be capped for an unknown cause. The rv lead was capped and replaced on 20 apr 2017. No patient consequences was reported.